Event description:
It was reported that the patient underwent a pump revision due to flipped pump. Pump positioning was difficult due to her "body habitus". The pump was repositioned to a far right lateral position on the lower abdomen.